Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of four (4) years, one (1) month due to stenosis. The tmvr was performed with a 26mm 9750tfx transcatheter valve. No additional information has been provided.

Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration, stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Event description:
Through implant patient registry, it was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, one (1) month due to valve degeneration leading to severe mitral stenosis and mild mitral regurgitation. The patient had increasing sob. The tmvr was performed with a 26mm 9750tfx transcatheter valve successfully. The patient was transported the cvicu in stable condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm magna ease pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tmvr was performed with a 26mm 9750tfx transcatheter valve. No additional information has been provided.